Event description:
The impactor pad fractured during the procedure. No pieces fell into the patient and there was no patient harm reported.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d9, g3, g6, h1, h2, h4, h6, h11.   The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 visual examination of the returned femoral cr impactor pad and found it to exhibit signs of repeated use (nicked and gouged) not fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Medical records were not provided. This complaint can be confirmed for the pad based on the returned worn device. Device has a potential field age of over 10 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.